Event description:
It was reported that the patient experienced difficulty removing a luer connector during a cartridge replacement, which was resolved after the agent guided the patient to twist the luer connector a quarter turn to the left, allowing the replacement process to proceed without further issue. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user handling difficulty that was resolved through instruction, with no device malfunction confirmed. It was concluded that the event was attributable to use-related handling and did not represent a device failure.